Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg2wj0l16, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that, on (B)(6) 2019, the first catheter implant attempt was abandoned secondary to kinked stylet. A new catheter was implanted. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) lbs.